Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device will not stabilize. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
The device was received and a visual inspection showed wear and tear, a damaged enclosure, front cover, line cord and a cracked tank cover. Filled tank with water, attached temp check, plugged in line cord, and turned on the power switch and performed functional tests. The temperature fluctuated and would not stabilize confirming the customer complaint. Damage to the ports on the printed circuit board (pcb) that are used to adjust and calibrate the device was observed. A manufacturing device history record (DHR) review was not performed because the device is beyond a year from its manufacture date of 2015 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.